Event description:
Ous MDR - after an implantation time of about 87 months, it was reported that the patient had several syncope;s. During the follow-up on (B)(6) 2014, the battery values were normal (remaining operating time 14 months). The pacemaker was exchanged and returned to biotronik for analysis. Aside from the syncope;s, no other deterioration of the patient's state of health was reported.

Manufacturer narrative:
After its receipt, the pacemaker underwent a visual analysis. In particular, the connection system of the pacemaker was examined. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions specified in the is-1 standard. Next, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The device switched to the battery state ¿eri¿ on (B)(6) 2014 due to cold storage and transport conditions. After resetting the battery state ¿eri¿, a remaining operating time of one year and two months was displayed. The pacemaker¿s ability to provide therapy was tested. The anti-bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker exhibited behavior in accordance with specifications in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies. The device was capable to provide therapy without limitations. Summary: the device is ok and within specification both in regard to the connection system and the electronics. The analysis showed no deviations from the specification that could be related to the clinical observation. There was no material defect or manufacturing error.